Event description:
Event description boston scientific received information that this device and these leads were explanted due to unspecified product malfunctions. A new device and two new non-boston scientific leads were implanted.